Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage closure procedure with a nuvision ice catheter and the patient experienced cardiac tamponade that required pericardiocentesis. A transseptal puncture was achieved with a versacross connect. The septum was flossed with the sheath with the versacross pigtail wire in the left atrium. There were multiple attempts to get the intracardiac echocardiography (ice) catheter through the transseptal puncture. After multiple attempts the ice catheter advanced into the left atrium. There was no maneuverability of the catheter. The physician thought that the ice catheter went through a patent foramen ovale (pfo). More attempts were made to recross with the ice catheter with the same result. It was discovered that the patient's blood pressure dropped significantly. The ice catheter was pulled back into the right atrium and an effusion was discovered. The procedure was aborted and a pericardiocentesis was performed. 410 ccs of red fluid was removed. The patient was doing well.